Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post paced t-wave oversensing on the ventricular lead was observed on a real-time egm. The device was reprogrammed and remains implanted. The patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.